Event description:
It was reported that during a ptca/stent procedure acute vessel closure occurred following stent implantation. The stent delivery system was inflated to deploy at the intended site. The vessel closed at the stented area and the physician felt that the stent was actually underdeployed and proximal to the intended site. Attempts to open the vessel were unsuccessful. The pt underwent emergency coronary artery bypass graft surgery. The pt was reportedly in stable condition 5 days post-operatively.